Manufacturer narrative:
A reagent issue can be excluded as the correct rerun was performed using the same reagent. A review of the reaction data showed that the reaction had almost no analyte nor sample. A roche field specialist determined the customer was using a micro-cup on top of a tube incorrectly. The customer was instructed on correct use of micro-cups. The investigation determined the issue was consistent with an incorrect usage of micro-cups.

Manufacturer narrative:
The total bilirubin reagent lot number was 828830, the direct bilirubin reagent lot number was 851830, and the crp reagent lot number was 832963. The reagent expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two neonate patient samples tested on a cobas 6000 c501 module. Results from the following assays were affected: bilirubin total gen.3, bilirubin direct gen.2, and cardiac c-reactive protein (latex) high sensitive. The samples were processed in micro-cup on top of a tube. No questionable resulted were reported outside of the laboratory. The first sample initially resulted in a crp value of 0.000 mg/dl with a data flag. The sample was repeated on a second analyzer, resulting in a crp value of > 6.065 mg/dl with a data flag. The sample was also repeated the second analyzer using decreased sample volume, resulting in a crp value of 4.938 mg/dl. The second sample initially resulted in the following values on (B)(6) 2025: direct bilirubin = 0.13 mg/dl, total bilirubin = 0.53 mg/dl. The sample was repeated on a third analyzer on (B)(6) 2025, resulting in the following values: direct bilirubin = 0.50 mg/dl, total bilirubin = 11.32 mg/dl.